Event description:
During preparation for use of the device in a cardiopulmonary bypass procedure, the saw motor intermittently stopped. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.